Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune reactions') in a 30-year-old female patient who had essure (batch no. 50701927,b34595,(834696,d34595)-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's medical history included hyperthyroidism, nausea, fibroids, pap smear abnormal, osteoporosis, migraine, blood pressure high, high cholesterol, menstruation abnormal, iron deficiency anemia, adenomyosis and morbid obesity. Concurrent conditions included paraesthesia since (B)(6) 2014, low back pain since (B)(6) 2014, muscle weakness since (B)(6) 2014, dysplasia since (B)(6) 2013, gastroenteritis, genital disorder female, stress incontinence, female, upper respiratory infection, thyroid cyst and wrist pain. Concomitant products included gabapentin, ibuprofen, levothyroxine sodium (levothyrox) and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain pelvic pain"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), infection ("infections"), hypersensitivity ("allergy reaction"), urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with codeine and surgery (total robotic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, autoimmune disorder, pelvic pain, dysmenorrhoea, infection, vaginal haemorrhage, dyspareunia, hypersensitivity, urinary tract disorder and bladder disorder outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, hypersensitivity, infection, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she was currently planning for essure removal. Insertion details:the lot number of the left was 50701927. The device on the right was d34595. Patient received treatment for pain, bleeding. Right side: one coil outside the ostia, left side: one ring outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea. Lot number - 50701927, b34595, 834696-not valid, d34595 lot numbers 834696, d34595 are not valids. Lot number: 50701927 manufacturing date: 2012/11 expiration date: 2015/11. Lot number: b34595 manufacturing date: 2013/05 expiration date: 2016/05/31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune reactions') in a (B)(6)-year-old female patient who had essure (batch no. 50701927, b34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's medical history included hyperthyroidism, nausea, fibroids, pap smear abnormal, osteoporosis, migraine, blood pressure high, high cholesterol, menstruation abnormal, iron deficiency anemia, adenomyosis and morbid obesity. Concurrent conditions included paraesthesia since (B)(6) 2014, low back pain since (B)(6) 2014, muscle weakness since (B)(6) 2014, dysplasia since (B)(6) 2013, gastroenteritis, genital disorder female, stress incontinence, female, upper respiratory infection, thyroid cyst and wrist pain. Concomitant products included gabapentin, ibuprofen, levothyroxine sodium (levothyroxine) and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain pelvic pain"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), infection ("infections"), hypersensitivity ("allergy reaction"), urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with codeine and surgery (total robotic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, autoimmune disorder, pelvic pain, dysmenorrhoea, infection, vaginal haemorrhage, dyspareunia, hypersensitivity, urinary tract disorder and bladder disorder outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, hypersensitivity, infection, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she was currently planning for essure removal. Insertion details: the lot number of the left was 50701927. The device on the right was d34595. Patient received treatment for pain, bleeding. Right side: one coil outside the ostia, left side: one ring outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea. Lot number - 50701927, b34595, 834696-not valid, d34595. Batch number: 50701927, man date: 2012/11, exp date: 2015/11 . Batch number: b34595, man date: 2013/05, exp date: 2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received. Reporter information, patient medical history, concomitant drugs, product removal details, rcc added. On 12-mar-2021: lot number field amended - too many characters. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.